Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported they were saw a power on reset (por) message when synchronizing with the implantable neurostimulator. The patient was recently exposed to an environment with electromagnetic interference as they were implanted the same day the por occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.